Event description:
Boston scientific received information that during a follow up it was revealed that this device had triggered end of life (eol). Premature battery depletion was alleged. The device was explanted and will not be returned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.